Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). The mayfield base unit was returned for evaluation: device history record (DHR) - no record found for serial number (B)(4). Complaint confirmed via inspection of the unit. The swivel adaptor was not locking properly. General maintenance and cleaning required at this time. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported the head holder of the a3101 mayfield composite series base unit was not locking properly. There was no known patient injury or surgery delay.